Event description:
It was reported that the patient had a complaint of shock-like sensation in the left side of the body which stopped when the right deep brain stimulator was turned off. Impedance measurements were normal. The right deep brain stimulator was turned back on with lower amplitude. The shocks still occurred but weaker. The patient could tolerate them and refused more surgery at the time of this report. The cause was determined and was device related. The patient had not recovered and the symptoms/issue was ongoing. The patient had parkinson¿s disease since 1993 and had originally been implanted with bilateral implants in 2002. The patient had continued shocking sensation running down the entire left side which had happened several times a day and had not been related to any movement. It was noted that it could occur several times in a row and then not again for several hours. The patient was seen on (B)(6) 2014 and the healthcare professional had suggested the right deep brain stimulator be turned off for several hours for a few days to see if the patient continued to experience the shocking sensation. The right side was turned off while at that appointment and the following day and the patient had not experienced any shocking sensations with it off. As soon as it was turned back on they had started again. The patient was seen on (B)(6) 2014 and it was noted that the patient¿s left side battery had remained off since last appointment and he had left the right side stimulator off for seven and a half hours following appointment during which the patient had not experienced any of the recurrent shock-like pain. When the device was turned on again the patient had experienced pain that was different than the pain the patient experienced when both stimulators were off. The day prior to the date of the patient being seen the patient had left the right ins off for five and a half hours during which he had experienced no pain but had experienced it again when it was reactivated. The patient¿s current complaint was occasionally greater pain but more often a lesser pain that was more of an annoyance than bad pain. The patient indicated that removing or replacing the right side system was not an option. The patient was in favor of reprogramming the right side in attempt to reduce the side effect. At the (B)(6) 2014 appointment, the right deep brain stimulator rate was turned down to 160 and amplitude down to 4.5 and the patient had immediately felt stiffness and tremor in the left extremities. The patient¿s toes were curling and the patient could not stand it being that low. The patient was turned up to 5.0 and had still felt uncomfortable so was turned up to 5.5 and had felt a little better but had felt the shocking sensation however patient refused to have the setting lowered. Impedances were normal on the right system. Refer to manufacturer report # 3004209178-2014-17981. The patient has two implanted systems. Information about shocking was previously alleged against the patient¿s other system and was captured under the referenced report. Information regarding shocking/other issues captured under this report were also captured under the referenced report as it was unclear which system some of the issues pertained to.

Event description:
Additional information received reported that starting in (B)(6), the patient had complained of a shocking sensation in their left side for a week. An implantable neurostimulator (ins) and lead replacement was done on (B)(6) 2014. After the replacement, the patient continued to feel the shocking sensation and the ins was turned off. The patient continued to have cervical neck issues.

Manufacturer narrative:
Concomitant products: product ID 748351, serial # (B)(4), product type extension; product ID 3387-40, lot # j0125010v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387-40, lot # j0125010v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0204950v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).